Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the same cartridge and resumed insulin delivery; however, if needed, they have backup mdi. Technical support planned to replace the pump, and the caller expressed interest in receiving an out-of-warranty loaner pump.